Manufacturer narrative:
The reported event defined user severed the electrical wires after surgery. This reported event is user error in violation of the IFU. The device was received in a zip lock plastic bag on 08/07/2015. Visual examination confirmed that the battery pack was deformed and that several batteries had vented and leaked battery gel. There were a several anode expulsions. Functional testing was not applicable. The battery pack was the only component returned. The customers reported event is that the battery pack had heat after the surgery. The cable was cut after use and then it was heated. The reported event was confirmed. The cause for this reported event is user error in not following the IFU. The device instructions for use and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn. The instructions for use explicitly states: warnings: explosion hazard. Do not use in presence of flammable anesthetics or gases. Do not submerge handle in liquid as this may compromise the efficiency of the pump or alter the ph of the liquid. Do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. Do not submerge the battery pack in liquid. Additionally, the tyvek lid for the individual pulsavacs devices states: warning: explosion hazard. Do not use in presence of flammable anesthetics or gases. Do not submerge in liquid as this may compromise the efficiency of the pump or alter the ph of the liquid. Do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. Do no submerge the battery pack in liquid. Use caution when removing batteries. The battery pack contains alkaline batteries. Exposure to the contents of an open or leaking battery or their combustion products could be harmful. Avoid skin and eye contact. Use neoprene or natural rubber gloves and safety glasses with side shields when handling batteries. The customer reported cutting the battery cable in the complaint. Consequently, the most likely cause for this incident is improper disposal of the device in contradiction of the IFU warnings by the customer. Recommended actions: the customer¿s personnel should have refresher training on the IFU for this product. The electrical wires of this device should never be cut or pulled out without the batteries being removed first.

Event description:
It was reported that the battery pack had heat after the surgery. The cable was cut after use. The reported issue occurred after surgery and there was no report of patient/user harm or impact to the surgical time associated with the report. During device evaluation it was observed that the battery pack was deformed and that several batteries had vented and leaked battery gel.